Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold. Programming changes were made. The patient was stable.

Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.